Manufacturer narrative:
The patient reports she received the field action letter and that when hooking up the life 2000 to her concentrator during in-home therapy, the ball drops, and she has a ¿dip¿ in her oxygen saturation (no oxygen percentage was provided). The patient recovers ¿in about a minute¿ to her baseline of 91% with no additional medical intervention required. The patient is a 70-year-old female with a relevant medical history of copd. There was no allegation of malfunction from the patient; however respiratory swapped out the vent and compressor due to the ball drop on the oxygen concentrator when used with the device. An update from the respiratory trainer notes when dropping off the equipment she found the device hoses were ¿severely kinked and most likely the cause of the desaturation.¿ the life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection of the device by a hillrom technician found both the ventilator and compressor performed as intended. The allegation could not be duplicated by during inspection as the flow meter on the test oxygen concentrator did not drop below the 5 lpm set point. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the undisclosed change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by stopping life 2000 training and switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or structure, which concludes/indicates no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology and severely kinked device hoses. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that ball drops, and the customer has a ¿dip¿ in her oxygen saturation. The patient recovers ¿in about a minute¿ to her baseline of 91% with no additional medical intervention required. The patient is a 70-year-old female with a relevant medical history of copd. This report was filed in our complaint handling system as complaint # (B)(4).